Event description:
The customer reported obtaining erroneously low sodium (na) patient results on five (5) patient samples, involving the unicel dxc 600 pro clinical chemistry analyzer. The patient samples were rerun on different analyzer and obtained results considered correct by the customer. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse inspected the instrument and found multiple part issues. The fse observed the mc sample syringe had black residue, mc sample probe tubing was damaged, and residue in the flowcell port. The fse replaced the mc sample syringe, mc sample probe, mc sample probe tubing, carbon bridge, and mc sample probe alignment to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).